Event description:
Spontaneous. Patient reported that her freedom pump broke during infusion. She reported that it stopped working in the middle of her infusion. The patient was almost done with her infusion. She was able to complete her infusion while holding the pump with rubber bands. No further information reported. Unknown date of malfunction. Unknown if the patient had the medication on hand for return. Unknown if the patient experienced an adverse event. Unknown if the patient missed a dose. Reported to (B)(6) by pt/caregiver.